Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer visited a clinic due to high blood glucose levels, and was told that the insulin pump was malfunctioning. Troubleshooting was declined, and a replacement insulin pump was requested. Nothing further was reported.